Event description:
On (B)(6) 2013, reporter contacted animas, alleging that buttons are unresponsive to presses. The pump was not available for review during the call to animas. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/31/2013 with the following findings: all of the buttons on the keypad were intermittently responsive and required multiple button presses. There was no visible damage to the keypad. Contamination was found under all of the button contacts when the keypad was removed. Unrelated to the complaint, the audio bolus button was also unresponsive. The internal plug contact was misaligned and contamination was also present when the cover was removed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.